Event description:
A customer in (B)(6) notified biomérieux of a misidentification of an internal quality control (qc)aspergillus brasiliensis/niger isolate as a candida species in association with the vitek® ms (ref 410895, serial (B)(4)). When the customer tested eight control spot preparations, only one obtained an identification. The identification obtained was for a candida species. As this is an internal qc strain, there is no patient involved. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in sweden regarding a misidentification of an internal quality control (qc) aspergillus brasiliensis/niger isolate as a candida species in association with the vitek® ms (ref (B)(4), serial (B)(4)). During troubleshooting activities, the customer later reported obtaining identification results of staphylococcus warneri and prevotella buccalis for the same isolate. An internal biomérieux investigation was initiated. The customer did not submit any isolates for the investigation, nor did they provide any data to be evaluated. The internal investigation could not be performed, as no data was provided by the customer.